Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. The returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections and as the customer's age and weight were not provided.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.